Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the site experienced faults on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 32097 against usm 3. The tse informed the customer that the error was related to a hardware issue and was likely to return. The customer was not able to provide any additional details related to this event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified that the fault was present on the universal surgical manipulator (usm). The fse replaced the usm to resolve the fault. The system was tested and verified as ready for use. Isi has received the usm evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform a failure analysis (fa) testing. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed the fiber tests. Upon further investigation, there was no fluid intrusion or physical damage.

Event description:
Refer to h10/h11 for follow-up information.